Manufacturer narrative:
Bayer case number: (B)(4). Recurring lumbalgia [lumbalgia], metrorrhagia 15 days per month not responding to medical treatment [metrorrhagia], adenomyosis [adenomyosis], psoriasis has appeared on the mucous membranes of the perineum [psoriasis], endometriosis [endometriosis], degenerative discopathy [discopathy], first pains in the left shoulder [shoulder pain], recurring tendinitis [tendinitis], degenerative acromioclavicular arthropathy [degenerative joint disease], rhizarthrosis in the left thumb [rhizarthrosis], rhizarthrosis in the right thumb [rhizarthrosis], chronic joint pain [chronic arthralgia], first pains in the right shoulder [shoulder pain], recurring tendinitis [tendinitis], degenerative acromioclavicular arthropathy [degenerative joint disease]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 26-feb-2026. The most recent information was received on 04-mar-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("recurring lumbalgia") and intermenstrual bleeding ("metrorrhagia 15 days per month not responding to medical treatment") in a 44 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. In 2016 she experienced back pain (seriousness criterion intervention required) and intervertebral disc disorder ("degenerative discopathy"). In (B)(6) 2017 she experienced a first episode of shoulder pain ("first pains in the left shoulder"), a first episode of tendonitis ("recurring tendinitis") and a first episode of degenerative joint disease ("degenerative acromioclavicular arthropathy"). In (B)(6) 2017 she experienced adenomyosis ("adenomyosis"). In (B)(6) 2017 she experienced a second episode of shoulder pain ("first pains in the right shoulder"), a second episode of tendonitis ("recurring tendinitis") and a second episode of degenerative joint disease ("degenerative acromioclavicular arthropathy"). In 2018 she experienced psoriasis ("psoriasis has appeared on the mucous membranes of the perineum"). In (B)(6) 2020 she experienced a first episode of rhizarthrosis ("rhizarthrosis in the left thumb"). In (B)(6) 2020 she experienced a second episode of rhizarthrosis ("rhizarthrosis in the right thumb"). Essure was removed on (B)(6) 2025. On unknown date she experienced intermenstrual bleeding (seriousness criterion intervention required), endometriosis ("endometriosis") and chronic arthralgia ("chronic joint pain"). The patient was treated with hyaluronic acid (ascorbic acid, hyaluronate sodium) as well as surgery (to remove essure, on (B)(6) 2023 and on (B)(6) 2019) and non-drug therapy (hysteroscopy with thermocoagulation using novasure and infiltration). At the time of the report, the back pain, intervertebral disc disorder, latest episode of shoulder pain, latest episode of tendonitis, latest episode of degenerative joint disease, latest episode of rhizarthrosis and chronic arthralgia had not resolved. The outcomes for intermenstrual bleeding, adenomyosis, psoriasis and endometriosis were unknown. No causality assessment was received for essure with regard to intermenstrual bleeding, endometriosis, back pain, the first episode of degenerative joint disease, the first episode of rhizarthrosis, adenomyosis, psoriasis, intervertebral disc disorder, the first episode of shoulder pain, the first episode of tendonitis, chronic arthralgia, the second episode of rhizarthrosis, the second episode of shoulder pain, the second episode of tendonitis or the second episode of degenerative joint disease. The reporter commented: recurring lumbalgia with degenerative discopathy, requiring the use of a back brace from (B)(6) 2021. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 78 kg. [Hysteroscopy] in (B)(6) 2017: adenomyosis. [Magnetic resonance imaging pelvic] on (B)(6) 2023: bilateral ovarian and tubal endometriosis. Minimal involvement also of the right paramedian rectovaginal septum. "Discreet residual adenomyosis lesions." Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reason for the reported complaint. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 04-mar-2026: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4). Recurring lumbalgia [lumbalgia]. Metrorrhagia 15 days per month not responding to medical treatment [metrorrhagia]. Adenomyosis [adenomyosis]. Psoriasis has appeared on the mucous membranes of the perineum [psoriasis]. Endometriosis [endometriosis]. Degenerative discopathy [discopathy]. First pains in the left shoulder [shoulder pain]. Recurring tendinitis [tendinitis]. Degenerative acromioclavicular arthropathy [degenerative joint disease]. Rhizarthrosis in the left thumb [rhizarthrosis]. Rhizarthrosis in the right thumb [rhizarthrosis]. Chronic joint pain [chronic arthralgia]. First pains in the right shoulder [shoulder pain]. Recurring tendinitis [tendinitis]. Degenerative acromioclavicular arthropathy [degenerative joint disease]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 26-feb-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("recurring lumbalgia") and intermenstrual bleeding ("metrorrhagia 15 days per month not responding to medical treatment") in a 44 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. In 2016 she experienced back pain (seriousness criterion intervention required) and intervertebral disc disorder ("degenerative discopathy"). In (B)(6) 2017 she experienced a first episode of shoulder pain ("first pains in the left shoulder"), a first episode of tendonitis ("recurring tendinitis") and a first episode of degenerative joint disease ("degenerative acromioclavicular arthropathy"). In (B)(6) 2017 she experienced adenomyosis ("adenomyosis"). In (B)(6) 2017 she experienced a second episode of shoulder pain ("first pains in the right shoulder"), a second episode of tendonitis ("recurring tendinitis") and a second episode of degenerative joint disease ("degenerative acromioclavicular arthropathy"). In 2018 she experienced psoriasis ("psoriasis has appeared on the mucous membranes of the perineum"). In (B)(6) 2020 she experienced a first episode of rhizarthrosis ("rhizarthrosis in the left thumb"). In (B)(6) 2020 she experienced a second episode of rhizarthrosis ("rhizarthrosis in the right thumb"). Essure was removed on (B)(6) 2025. On unknown date she experienced intermenstrual bleeding (seriousness criterion intervention required), endometriosis ("endometriosis") and chronic arthralgia ("chronic joint pain"). The patient was treated with hyaluronic acid (ascorbic acid, hyaluronate sodium) as well as surgery (to remove essure, on (B)(6) 2023 and on (B)(6) 2019) and non-drug therapy (hysteroscopy with thermocoagulation using novasure and infiltration). At the time of the report, the back pain, intervertebral disc disorder, latest episode of shoulder pain, latest episode of tendonitis, latest episode of degenerative joint disease, latest episode of rhizarthrosis and chronic arthralgia had not resolved. The outcomes for intermenstrual bleeding, adenomyosis, psoriasis and endometriosis were unknown. No causality assessment was received for essure with regard to intermenstrual bleeding, endometriosis, back pain, the first episode of degenerative joint disease, the first episode of rhizarthrosis, adenomyosis, psoriasis, intervertebral disc disorder, the first episode of shoulder pain, the first episode of tendonitis, chronic arthralgia, the second episode of rhizarthrosis, the second episode of shoulder pain, the second episode of tendonitis or the second episode of degenerative joint disease. The reporter commented: recurring lumbalgia with degenerative discopathy, requiring the use of a back brace from (B)(6) 2021. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 78 kg. [Hysteroscopy] in (B)(6) 2017: adenomyosis. [Magnetic resonance imaging pelvic] on (B)(6) 2023: bilateral ovarian and tubal endometriosis. Minimal involvement also of the right paramedian rectovaginal septum. "Discreet residual adenomyosis lesions." Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.